Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a wedge resection of the right upper lobe, the surgeon positioned the green stapler, and on the first firing, the device made a noise like the battery was dying. The surgeon tried to reposition the battery, however, nothing happened. The knife could not be reversed, nor would the stapler open with manual override. It appeared that manual override was not working at all and the stapler could not be removed. A manual 45 stapler was used with black reloads under the tissue plane to do the transection. Eventually they managed to override to remove the device. There was a slight delay in the procedure, but nothing too major. There were no patient consequences.